Event description:
The customer reported about 10 ml (milliliter) cleaner and diluent leaked from the needle cartridge during shutdown and flowed onto the counter. Leak was not contained within the coulter® lh 750 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.

Manufacturer narrative:
Service was not dispatched for this event. The customer technical specialist (cts) walked the customer through replacing the needle cartridge over the phone. (B)(4). Cts assisted customer over phone.